Event description:
It was reported that high capture threshold was noted. The lead was explanted when repositioning was unsuccessful. There were no adverse consequences to the patient after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.